Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer was the system monitor turning off and on then shutting down. The fse determined the cause of the problem to be faulty cpu pcb. The fse replaced cpu, replaced hard drive, updated software and verified system functionality. The cpu (central processing unit) runs the operating system. The cpu provides overall system control; optional surgical navigation interface; the operating system for video processing/ control and for image management. Failure of the cpu can cause system to shutdown. Replacing the cpu resolves this issue. Replacing hard drive due to failure of previous drive. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu assembly was evaluated and replaced. The hard disk drive was also replaced and the system software was upgraded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and could not be rebooted. There is no report of a patient injury or death associated with this event.